Event description:
It was reported by the patient's husband that his wife left knee required medical interventions such as x rays and MRI due to problems with the implant.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. After repeated requests, smith and nephew has been unable to obtain the device information. The clinical investigation noted that the revision operative report confirms laxity. However, without the requested clinical information, the implantation radiographs to determine anatomical placement, pre-revision images, trauma/fall history, or the explant, the root cause of the severe right knee pain and reported laxity captured in other complaint cannot be concluded though time implanted cannot be ruled out. Therefore, the future impact to the patient beyond the revision cannot be determined. No further clinical/medical assessment is warranted at this time. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.